Event description:
Reported by the complainant as follows: end-user with congenital rectal anomaly had fms inserted within the last 3 months. The fms inserted for diarrhea. Complainant reports there was no difficulty with insertion of fms. Developed rectal bleeding; a ligation performed. Complainant reports end-user had rectal fissure.

Manufacturer narrative:
(B) (4). (B) (4).